Manufacturer narrative:
Device evaluation: power management (pm) board was received at the v60 manufacturing facility for evaluation. Visual inspection did not identify any signs of damage or contamination. The pm board was installed in the test ventilator in an attempt to boot up the unit into normal ventilation mode. The attempt showed that when the on/shut down button was depressed, the test vent would not boot up. The pm board was further inspected and it was identified that capacitor c64 (10uf, 10v, ceramic cap) had an internal short. Resolution and disposition: cap c64 was replaced on the pm board, and the pm board was re-installed in the test ventilator to repeat the test. This time the unit booted up in normal ventilation mode. The root cause for the v60 unit being unable to power up was due to a shorted capacitor cap c64.

Event description:
The manufacturer's international service technician reported the device would not power up during preventive maintenance at the manufacturer's service center. There was no patient involvement.